Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that a resolute onyx rx drug eluting stent became dislodged. The device was to be implanted in moderately tortuous lcx with 70-80% stenosis in a patient suffering with chest pain (second stage of pci). However the device could not pass through stent already in ostial lms because it caught on the implanted stent and became dislodged when the balloon was withdrawn. No damage was noted to the device packaging and no issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent; however resistance was encountered when advancing the device and excessive force was used during device delivery. No injury was reported to have occurred to the patient. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
There was no issues when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. The dislodged stent was removed using a snare kit with no issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.